Manufacturer narrative:
Catalog number is unknown at this time. Device description reported as unknown stryker left stem. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a unknown stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that patient got a peri prosthetic hip fracture of the left hip. Stem was removed and femur was cabled. A new hip stem (r-mod) was then implanted.

Event description:
It was reported that patient got a peri prosthetic hip fracture of the left hip. Stem was removed and femur was cabled. A new hip stem (r-mod) was then implanted.